Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. Technical services (ts) was contacted, and ts discussed programming options. The rv lead remains in service. No adverse patient effects were reported.